Event description:
Novasure device failed to work properly. There was a warning of "array position" error. The nursing staff called the user service rep at cytyc and was given instructions by (B)(4) to withdraw the hand held device and see if it opens. This was done and the warning was no longer noted. They were then told to resume the procedure. Upon re-entry, the doctor and staff noted a lack of uterine pressure at which time a perforation was noticed. The novasure procedure was then aborted and a repair to the uterus was done.